Event description:
It was reported that the ilet pump generated repeated alert 38 indicating consecutive stalled motor events shortly after restarts, with persistent hyperglycemia at the highest blood glucose at 400 mg/dl noted, including readings reported as ¿high,¿ 280, and 228 mg/dl; the user performed multiple restarts, acknowledged alerts, completed a dry run with 165 units successfully delivered, and conducted multiple supply changes before a replacement device and additional infusion sets were arranged. Customer care provided support that included troubleshooting with the user to clear the alarm. Investigation of this case revealed a mechanical problem, consistent with a stalled motor condition, indicating a mechanical problem identified in the device. No clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.